Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient reported a skin irritation under the lifevest. The patient followed up with their provider, was provided a prescription (type unknown) and advised to remove the lifevest until the area healed. The patient discontinued use of the lifevest. Additional details about the skin irritation are unknown.